Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date to treat stress urinary incontinence and pelvic floor repair mesh and a "cook biological mesh" were implanted. The patient experienced mesh erosion, pain, infection, dyspareunia and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted due to cystocele and rectocele. Following insertion, the patient experienced pain, bleeding, and dyspareunia. On or about (B)(6) 2012, the patient underwent explant and rectocele repair with elevate apical and posterior systems with inte pro lite implanted. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary frequency, urinary urgency, recurrent urinary tract infection and stress incontinence. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced urinary frequency, urinary urgency, recurrent urinary tract infection and stress incontinence.